Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant op report, peri-operative notes. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of limited medical records, the patient's fact sheet, and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008 - patient was diagnosed with a vaginal vault prolapse, stress urinary incontinence and underwent implant of a bard/davol flat mesh which was cut in the form of four limbs during an exploratory laparotomy, lysis of adhesions and abdominal sacrocolpopexy. Based on the patient's fact sheet, alleged outcomes attributed to device of pain, urinary problems, bowel problems, recurrence, bleeding and dyspareunia.